Event description:
It was reported: this pt had a left total done in 2000. The pt has had pain for several months. X-rays show loosening of the tibial component. The pt was admitted for a revision of the left total knee. The tibial component was removed and replaced.